Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. This is the first reported incident out of estimated 200,000+ treatments. Miradry's consulting medical director reviewed the incident and determined there is no data that indicates this is or is not related to the miradry treatment.

Event description:
Clinic reported a patient (also a physician) who was diagnosed with perivasculitis 9.3 months post miradry treatment. The symptoms were initially diagnosed as tight banding or fibrosis prior to the current diagnosis. The patient was concerned her symptoms were getting worse. A crp test showed elevated crp level. Heparin (anticoagulant/blood thinner) therapy was prescribed. Update: patient also wore a compression sleeve for a tranquil position until the symptoms improved.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. This is the first reported case of perivasculitis out of estimated (B)(4) treatments and most likely unrelated to the miradry treatment.

Event description:
Clinic reported a patient (also a physician) who was diagnosed with perivasculitis 9.3 months post miradry treatment. The symptoms were initially diagnosed as tight banding or fibrosis prior to the current diagnosis. The patient was concerned her symptoms were getting worse. A crp test showed elevated crp level. Heparin (anticoagulant/blood thinner) therapy was prescribed.